Event description:
A hospital in (B)(6), reported via a fisher & paykel healthcare rep that an mr290 autofeed humidification chamber placed in a set up with the mr850 respiratory humidifier, rt200 breathing circuit and pb840 ventilator had overflowed. The incident occurred following the ventilator set-up and completion of leak testing, awaiting the arrival of the pt. The water feed bag had been spiked whereupon the attending nurse left for a break. Upon the nurse's return, it was found that water had flowed into both the inspiratory and expiratory tubes of the breathing circuit and back into the ventilator. The ventilator was being assessed by hospital biomedical engineers. The event occurred prior to pt connection. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has been advised that the subject mr290 humidification chamber has been misplaced by hospital staff and is accordingly not available for examination. We are in the process of gathering add'l info in which to formulate our analysis of the event as reported. We will submit a f/u report upon completion of our analysis.